Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, the physician noted a gradual increase in the shock impedance measurements. The most recent measurement from the right ventricular (rv) lead was high and out-of-range at 165 ohms. Commanded 1.1j and 41j shocks were delivered to perform a system integrity test. The physician elected to surgically cap and abandon this lead and implant a new rv lead to resolve the event. The procedure was completed successfully with a new device implanted and no additional adverse patient consequences were reported. This rv lead remains implanted, but capped and out-of-service.